Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the image sensor unit, the circuit board in the endoscope connector, and the electrical contacts may have had anomalies and broken, leading to the subject events. One of the probable causes of anomalies and breakage is irregular load to the internal circuit board since multiple damaged sites were observed on the video connector case. Another probable cause is irregular load causing breakage of the internal image sensor unit cable due to breakage of the imaging section and tear of the imaging cable. In addition, another probable cause is irregular load to the internal circuit board due to breakage of the circuit board of the video connector section. However, it was unable to be specified. The event can be detected/prevented by following the instructions for use which state: ·labeling the subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image due to wear on the electrical contacts of the video connector, damage to the imaging unit, noise caused by a broken imaging cable and damage to the board of the video connector. There were no reports of patient involvement.